Manufacturer narrative:
Patient information was unavailable. A medtronic representative reported that the imaging system was unable to acquire images during the post-spin after the case. This was after taking the first images normally at the beginning of the case. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned. An onsite inspection was scheduled for a later date. During the onsite inspection, the medtronic representative reported that there were 3 different problems with the system: the application software froze a few times even before taking x-ray exposures. Installed the software and problem was resolved. The gantry controller box had a problem with the gantry finding the home position. Replaced the controller and problem was resolved. Intermittent problem with umbilical cable caused the system to lose communication. Installed new cable and tested the system working as intended. The replaced parts were sent to the manufacturer for part analysis. A successful system checkout was performed which verified that the issue had been resolved. The part analysis was unable to verify the reported part failure. This event was identified during a retrospective review as discussed with the FDA (B)(6) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 (B)(6). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the imaging system was unable to acquire images during the post-spin after the case. This was after taking the first images normally at the beginning of the case. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned. An onsite inspection was scheduled for a later date.